Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the top of reservoir thread was damaged. Customer's blood glucose level was unknown. Customer reported that o ring and part of plastic came off from compartment. Customer was advised to discontinued use of insulin pump and revert to backup. The insulin pump will be returned for analysis.